Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that a tpn was infusing all night to midday, leaking, with the female end cracked where it attached to the male luer. There was no patient harm.

Event description:
The customer does use curos caps.

Manufacturer narrative:
The customer¿s report of a cracked and leaking luer was confirmed. Visual inspection showed no abnormalities. Functional testing was performed; a leak was observed from the female luer of the extension set. Microscopic examination of the leak site revealed crazing and a thin, jagged crack spanning the length of one side of the female luer body, which continued through the edge of the luer rim. The cause of the leak was a crack in the female luer body of the extension set. The root cause of the crack is a manufacturing issue in the molding of the luer.